Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic vascular procedure and the procedure was delayed. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage issue. Upon functional testing, the fse found that the image database was full. The fse deleted old image database and recreated new image database. After deleting the old image database and recreating new image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.